Event description:
Healthcare professional (hcp) reports 2 hours into pt hemodialysis treatment (tx) the hcp reported noting blood on the floor around the pt. The hcp reports estimated blood loss of 600cc. Pt was unresponsive to staff at this time. The pt was taken off dialysis, 1500cc normal saline and 4l oxygen per nc administered. The pt became more responsive and was transferred to the ER. She (pt) received 2 units prbc's and then was released to home. Hcp reports pt is fully recovered. Hcp reports noting blood leaking from the arterial blood line out the 4 inch monitor line end cap. The hcp reports the cap was in place yet the monitor line was not clamped at time of event.